Manufacturer narrative:
Device manufacture date: 10/27/2008. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Also found during investigation, the display was found to have a white spot under the lens.

Event description:
The patient claimed the keypad buttons were slow in activating the desired pump functions after the pump got wet on (B)(6) 2011 night. The patient indicated there was moisture in the battery compartment but there was no physical damage to the keypad. There was no adverse event associated with this complaint. A replacement pump was not sent to the patient since the reported pump was out of warranty.